Event description:
It was reported in (B)(6) 2013 that the patient's previous three refills had volume discrepancies. Four mls were expected, but only 1ml was actually in the reservoir. The patient did not have any symptoms at that time. The health care provider (hcp) reported she increased low reservoir alarm volume to 3 ml instead of 2 ml. Additional information reported in (B)(6) 2013, stated for the ¿past 4-5¿ refills, the actual residual volume was ¿2-3 mls¿ less than the expected residual volume. The expected volume was ¿4-5ml¿ and the actual was ¿1-2ml. It was said the alarm volume was set to 3ml and she refilled the pump ¿a few days¿ earlier than that date. The patient started having symptoms on (B)(6)2013. On sat (B)(6) 2013, the patient was in ¿extreme distress¿, crying, and had increased pain and spasticity. The patient was seen that day for another refill, and it was observed the estimated volume was 5.8ml and the actual volume was 0. The patient was scheduled for another refill later that week because of the situation. The hcp refilled the pump and decreased the dose, due to the concern of over infusion. Additionally, the patient was given oral baclofen and valium. The hcp thought the system was completely empty and it would take some time for the drug to get to the end of the catheter. On (B)(6) 2013, the patient was hard to arouse, and very drowsy. An ambulance was called and the patient was seen in the emergency room (ER). It was said ¿it was felt¿ she had overdosed. The reservoir volume was checked in the ER and there was no discrepancy. They were concerned that ¿may be the pump had overinfused.¿ after finding no discrepancy, they felt she was having overdose due to the oral medications. The patient was discharged from the ER later that day, alert and ¿feeling fine.¿ the following day, (B)(6) 2013, the patient was ¿still doing well.¿ the hcp reported the patient had never showed overdose symptoms during the refill cycles. The patient had a history of multiple sclerosis and was paralyzed from the chest down. The pump was used to deliver lioresal and bupivacaine.

Event description:
Additional information reported the patient experienced increased spasms- extreme spasms. The reservoir was checked on (B)(6) 2013. The expected volume was 12.2. The actual volume was zero. The cause of the discrepancy was unknown. The start of baclofen treatment was in 2008 and was ongoing. The patient currently was comfortable with no further spasms. The pump was decreased 20%. It was indicated ¿early refill to prevent pump empty.¿ the pump was delivering lioresal concentration 500mcg/ml dose 159.83 mcg and bupivacaine 25mg/ml.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient seemed to be doing fine. The loss of therapy issue was not with the pump. There was a "tie" around the pump and catheter that contained a lot of scar tissue build up. Once the neurosurgeon removed the tie and scar tissue he was able to aspirate the catheter. In regards to the explanted pump, the elective replacement indicator (eri) was noted. Further information received clarified that once the suture and scar tissue were removed the catheter was able to be aspirated, as the catheter was not able to be aspirated prior to this directly through the catheter when disconnected from the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump found the pump head/s2 overinfusion and an insufficient pump tube occlusion. Pump logs were gathered and the pump was set to minimum rate and zero milliliters (ml) of fluid was pulled out as received. Both dispense accuracy testing failed with over infusion. The stop pump testing revealed when the pump was stopped and the pump head rollers were in a certain position fluid was leaking past the pump head rollers. The pump was emptied and dye was injected into the reservoir. Pump was then placed in a body temp oven. The dye progression was observed for about 1 week to see if dye could be seen leaking around pump head rollers. This test proved to be conclusive and appeared that some dye did leak past a roller. Additional analysis of the pump head and pump tube was to be performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a volume discrepancy occurred. The actual residual volume (arv) was 2 ml. The expected residual volume (erv) was 4 ml. The cause of the discrepancy was unknown. The home infusion company reported a volume discrepancy on the last four refills. The most recent fill the pump was empty and not alarming. At the last fill when the pump was empty the patient experienced underdose symptoms indicated as symptoms of withdrawal. The patient was supplemented with oral baclofen. The managing physician and the home infusion rn believe the "pump running too fast". The pump was replaced. The patient status was indicated as alive; no injury. The pump was delivering compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.